Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image started cutting in and out when used with a tisu mac s4 blade. A delay in the procedure of unknown duration occurred as another tisu mac s4 was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. Technical services could not confirm that the mac s4 blade failed. Each of the eight (8) mac s4 blades returned were tested and no problems were found; all produced an image. Verathon requested the return of the monitor and cable, however, only the monitor was returned. Verathon has reached out to the customer once again to request the return of the smart cable. Until the smart cable is returned analysis cannot be conducted. Should the cable be returned, a complete device evaluation summary will be included in a follow-up report.